Manufacturer narrative:
The customers reported complaint of keypad issues was confirmed on twenty (20) of the twenty-three (23) returned pump modules. Contamination was observed on all the returned keypad assemblies. Review of the downloaded error log showed no errors or malfunctions recorded related to the keypad assembly on the 23 returned pump modules. Functional testing and alaris system maintenance keypad task testing confirmed 20 of the 23 returned pump modules failing to respond to keypress. Internal inspection on all returned pump modules observed. Contamination on the keypad flexible circuit on twenty-one returned keypad assemblies. Open ground trace (pin #5) on the keypad flexible circuit on twenty-one of the returned keypad assemblies. Contamination under dome soft key on two keypad assemblies. Investigation findings with the customer returned pump modules are consistent with failure investigation report dir: (B)(4). Chemical attack to the flexible circuit can influence cracking by making the circuit more brittle and weaker against areas of small bend radii. ¿a cracked flexible results in an ¿open¿ circuit and an unresponsive keypad¿. No patient involvement (npi). Alaris system user manual dir (B)(4) v 00 instructs the user on proper cleaning procedures. Do not spray fluids directly onto the instrument or into the iui connectors. Do not user oversaturated cloth. Be sure to squeeze out excess liquid. Do not allow cleaning solutions to collect on the instrument.a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported from the biomedical department that many large volume pump modules (lvp's) were received with tags that stated something to the effect of "keypad issues". These keypad issues are thought to be a result of IV fluid ingress and this is a known issue. This biomedical department customarily sends the pumps to carefusion for repair . There was no patient involvement.